Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported by the transport crew, that on (B)(6) 2024, during ventilation, hamilton t1 (sn (B)(6) started alarming low o2, loss of peep hi minute volume, high frequency. According to the biomed engineer, all pre op checks passed with no issues. They may send the device to us here in reno. Will wait for corrective action. Monitored oxygen value is out of tolerance (- 5%) of the set value. According to preliminary analysis, device repeatedly alarmed for 'low oxygen' along various other medium and high priority patient alarms including 'vt low', 'low minute volume', 'loss of peep' and 'low pressure' during patient transfer in asv mode. It also alarmed for 'check flow sensor tubing' and 'external flow sensor failed' multiple times. Consequently, patient was removed from the ventilator. Potential root causes could be related to: temp. Influence (warm /cold state of the unit on the last calibration) oxygen sensor reached end of lifetime. Leak between the internal flowsensors qo2 and qvent. Inaccurate mixer qvent flowsensor out of tolerance. Leaking blower module the following corrections could be considerd: recalibrate the oxygen sensor update the device to the latest software version if necessary perform oxygen sensor calibration with hpo medical gas (ensure the device is warmed up to normal working conditions) compare the external measured o2 concentration to the set value (fio2): a) if measured value is within (+/-5%) then: check oxygen sensor and its cable for proper connection perform offset and gain calibration: note: a new inserted oxygen sensor needs 30 minutes warm up time if problem persists with a new oxygen sensor and after a correct calibration of the oxygen sensor, replace the control board b)if the measured value is out of tolerance (+/-5%) then: check qo2 flowsensor and qvent flowsensor and its cable for proper connection check for internal leaks between qo2 flowsensor and qvent flowsensor replace o2 mixer assembly check for internal leaks in the blower module replace blower module replace the internal flowsensor qvent if problem persists. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on march 05th 2024 it was reported by the transport crew, that on (B)(6) 2024, during ventilation, hamilton t1 (sn (B)(6)) started alarming low o2, loss of peep hi minute volume, high frequency. According to the biomed engineer, all pre-op checks passed with no issues. They may send the device to us here in reno. Will wait for corrective action. Monitored oxygen value is out of tolerance (- 5%) of the set value. According to preliminary analysis, device repeatedly alarmed for 'low oxygen' along various other medium and high priority patient alarms including 'vt low', 'low minute volume', 'loss of peep' and 'low pressure' during patient transfer in asv mode. It also alarmed for 'check flow sensor tubing' and 'external flow sensor failed' multiple times. Consequently, patient was removed from the ventilator. Potential root causes could be related to: -temp. Influence (warm /cold state of the unit on the last calibration), -oxygen sensor reached end of lifetime, -leak between the internal flowsensors qo2 and qvent, -inaccurate mixer, -qvent flowsensor out of tolerance, and -leaking blower module. The following corrections could be considerd: -recalibrate the oxygen sensor, -update the device to the latest software version, if necessary, -perform oxygen sensor calibration with hpo medical gas (ensure the device is warmed up to normal working conditions). -compare the external measured o2 concentration to the set value (fio2): a) if measured value is within (+/-5%) then: -check oxygen sensor and its cable for proper connection. -perform offset and gain calibration: -note: a new inserted oxygen sensor needs 30 minutes warm up time, -if problem persists with a new oxygen sensor and after a correct calibration of the oxygen sensor, replace the control board. B) if the measured value is out of tolerance (+/-5%) then: -check qo2 flowsensor and qvent flowsensor and its cable for proper connection, -check for internal leaks between qo2 flowsensor and qvent flowsensor, -replace o2 mixer assembly, -check for internal leaks in the blower module, -replace blower module, -replace the internal flowsensor qvent if problem persists. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).